Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 25) occurred with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was between 54-500 mg/dl.